Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on review of all information available and analysis results, the investigation did not identify any abnormality in manufacturing or design from the risk review, conclusion code of cause traced to component failure and known inherent risk was assigned to this investigation. Burns are a known inherent risk of device use as stated in the instructions for use.

Event description:
It was reported that, during a holmium laser enucleation of the prostate procedure for benign prostatic hyperplasia, the fiber broke outside the patient at the junction with the scope. The laser beam in the fiber burned the hand of the physician; the burn was treated by applying a healing cream and a wound dressing. No further information was provided regarding the burn. The procedure was completed using another fiber. There were no patient complications.

Event description:
It was reported that, during a holmium laser enucleation of the prostate procedure for benign prostatic hyperplasia, the fiber broke outside the patient at the junction with the scope. The fiber burned the hand of the physician with the laser beam and was treated applying a healing cream and a wound dressing. No further information was provided regarding the burn. The procedure was completed using another fiber. There were no patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on review of all information available and analysis results, the investigation did not identify any abnormality in manufacturing or design from the risk review, conclusion code of cause traced to component failure and known inherent risk was assigned to this investigation. Burns are a known inherent risk of device use as stated in the instructions for use.

Event description:
It was reported that, during a holmium laser enucleation of the prostate procedure for benign prostatic hyperplasia, the fiber broke outside the patient at the junction with the scope. The laser beam in the fiber burned the hand of the physician; the burn was treated by applying a healing cream and a wound dressing. No further information was provided regarding the burn. The procedure was completed using another fiber. There were no patient complications. The user facility did not provide device availability information despite good faith effort.

Event description:
It was reported that, during a holmium laser enucleation of the prostate procedure for benign prostatic hyperplasia, the fiber broke and burned the hand of the physician with the laser beam. No further information was provided regarding the burn. The procedure was completed using another fiber. There were no patient complications.